Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The commander delivery system with s3/s3u/s3ur instructions for use (IFU) and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The complaint for pvl and increased gradient requiring device explanation was confirmed based on the medical record review. There was no indication found during this evaluation that a manufacturing non-conformance contributed to the complaint events. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. In this case, there was no allegation or indication a product malfunction contributed to the paravalvular leak (pvl). Investigation results suggest the patient's endocarditis of the native mitral valve and overall health deterioration caused or contributed to this event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, 'per a tte, the 26mm sapien 3 ultra in the aortic position was well seated, with elevated gradients and moderate/severe paravalvular leak (pvl) present'. As in this case, patient was experiencing paravalvular regurgitation. Regurgitation allows some of the blood that was pumped out of the left ventricle to leak back in. As the left ventricle works harder to keep pushing blood through the deployed valve, which may result in increased gradients. As such, available information suggests that patient factors (regurgitation) may have contributed to the increased gradients. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The following sections were updated based on the information from medical records received b1 (report type), b5 (description of event or problem), b7 (other relevant history) and h6 device codes. Investigation of this event is ongoing.

Event description:
Per medical records received, approximately 2 years and 6 months post tavr the patient was admitted with acute onset of weakness, chills, and cough. Streptococcus mitis was confirmed in blood cultures. The patient was diagnosed with mitral valve endocarditis with strep. Mitis and was transferred to another facility for surgical management. A tte performed showed the 26mm sapien 3 ultra valve in the aortic position was well seated, with elevated gradients and moderate to severe paravalvular leak (pvl). Four days later, a tee was performed which found mild/moderate pvl, 'the tavr valve is better visualized on this study and there is mild/moderate pvl (as opposed to moderate-severe pvl on prior)' with two separate jets, no aortic vegetation present, mitral stenosis, and mitral valve vegetations were observed. It was determined that the only option for the patient was aortic and mitral valve replacement, with removal of the infected pacemaker and coronary artery bypass. The patient was deemed extremely high risk, however, elected to proceed. As there was no vegetation found on the aortic valve, the endocarditis is disassociated from the s3u valve. The patient underwent a surgical procedure for explant of the 26mm sapien 3 ultra valve, coronary artery bypass graft (CABG), mitral valve replacement (mvr) and explant of pacemaker leads. Post procedure, the patient was transferred to ICU, however continued to remain acidotic as well as became oliguric. Continuous renal replacement therapy (crrt) was started. Despite resuscitative measures the patient remained unstable. After discussing the patient's poor prognosis with the treating physician, the family elected to make the patient dnr (do not resuscitate directive). The patient expired post-operative day 1 with complications of renal failure requiring dialysis and acidosis. The post-surgery complications resulting in death can be attributed to the patient's comorbidities (native mitral valve endocarditis and cardiopulmonary bypass with open heart surgery). There is no evidence that suggests the patient's death was related to the sapien 3 ultra valve.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by implant patient registry, approximately 2 years, 6 months, 27 days post-implantation of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the 26 mm sapien 3 valve was explanted. The reason for explant is unknown at this time.